Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-11038 and 2134265-2016-11037. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to visualize the unspecified target lesion. During a coronary intervention, the imaging is functioning. However, motor drive unit is not working. The issue was resolved by using another motor drive unit. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Defective (loose) motor on the clutch which unable to activate the gears. The motordrive unit 5 plus failed to meets specifications of the ilab system functional feature test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-11038 and 2134265-2016-11037. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to visualize the unspecified target lesion. During a coronary intervention, the imaging is functioning. However, motor drive unit is not working. The issue was resolved by using another motor drive unit. No patient complications were reported.